Manufacturer narrative:
Conclusion: device investigation did not reveal any device malfunction which can explain the reported recipient performance problem. This finding was expected, because according to the recipient report the device was found to be functional whilst implanted. The reported problems of insufficient auditory perception appear to be related to an insufficient mechanical device coupling to the round window, which occurred as consequence of a post-operative fmt migration. Additional the user has a progressive sensorineural hearing loss and was no longer receiving sufficient benefit from the device and was thus re-implanted with a bone-anchored hearing aid. This is a final report.

Event description:
The user has a progressive sensorineural hearing loss and was no longer receiving sufficient benefit from the device. The op report stated that there was no connection between the floating mass transducer (fmt) and the round window coupler. The user was re-implanted with a bone anchored hearing aid.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has a progressive sensorineural hearing loss and was no longer receiving sufficient benefit from the device. The user was re-implanted with a bone anchored hearing aid.